Event description:
Rptr alleges pt had bilateral subcutaneous mastectomies due to fibrocystic mastopathy (family history negative; had 1 biopsy) with immediate implant reconstruction in 1982. Pt complains of more pain on right side than left with the right changing shape. Has pocket on side last 6 months without history of trauma or decrease in size. Pt also complains of progressive systemic symptoms including scarring rashes on extremities, fatigue, paresthesia, spasms, sleep disturbances, hot flashes, headaches, peridontal disease, memory loss, dry mouth, oral sores, sensitivity to sun, cold and chemicals, chest pain, gastrointestinal/genital urinary disturbances; work-up has been negative. Pt is otherwise healthy. Rptr also states pt has ruptured breast implant(s).